Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the multi-link zeta was dislodged while still packed. No additional event or patient information is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the dislodge stent. Quality assurance analysis revealed that the catheter was returned without blood or contrast visible. The stent was loose on the balloon. There was no damage noted to the stent the balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the catheter. The protective sheath was not returned. Using a laser micrometer, the stent outer diameters were measured proximal, middle, and distal. These were all oversized. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the sent dislodged from the balloon before use. Quality assurance technician analysis found that the stent was loose on the balloon, but not dislodged. There was no observed damage to the stent or the catheter. Crimp marks were present on the balloon between the markers, suggesting the stent was properly positioned at the time of manufacture. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this oversizing most likely occurred if the stent moved off the balloon, as reported. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Based on the available information and analysis of the rturned device, a potential cause for this type of event as observed in past incidents may be forced sheath removal. In this case, the sheath had been removed, but not returned for analysis. Although this is a possibility, a definitive root cause for the loose stent cannot be determined. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.